Manufacturer narrative:
Investigation summary during manufacturing of material 221291, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 4149035 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 4149035. Retention samples from batch 4149035 were not available for investigation. There was one photo submitted to assist with this investigation. The photo shows a stack of plates with one plate potentially having growth on the lid. Due to the image quality, no defect can be definitively determined based on this photo. There is no batch information present in the photo submitted, and no other product labels were visible for batch verification. Without batch verification, the photo cannot confirm the complaint. There were no return samples received for investigation of this complaint. This complaint cannot be confirmed. No complaint trend has been identified for defects for this product; no actions are indicated at this time. Bd will continue to trend complaints.

Event description:
It was reported prior to using bd bbl trypticase soy agar with 5% sheep blood and macconkey ii agar I plate that plates were visibly contaminated with fungus and discarded. Plates that were not visibly contaminated were used for urine cultures. After incubation of an unspecified number of samples, mold grew on the plates. The cultures were reset on new plates from the original urine samples. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd bbl trypticase soy agar with 5% sheep blood and macconkey ii agar I plate that plates were visibly contaminated with fungus and discarded. Plates that were not visibly contaminated were used for urine cultures. After incubation of an unspecified number of samples, mold grew on the plates. The cultures were reset on new plates from the original urine samples. There was no health impact or consequence reported.

Event description:
It was reported while using bd bbl trypticase soy agar with 5% sheep blood and macconkey ii agar I plate, an unknown number of plates were contaminated. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bbl trypticase soy agar with 5% sheep blood and macconkey ii agar I plate, an unknown number of plates were contaminated. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.